Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a guidewire fragment retention occurred. A 330cm rotawire was selected for use. During elective angioplasty with a rotablator, there was intravascular retention of a guide fragment. An attempt to remove it was made, but it was unsuccessful. The patient was referred to the ICU for continued care.

Event description:
It was reported that a guidewire fragment retention occurred. A 330cm rotawire was selected for use. During elective angioplasty with a rotablator, there was intravascular retention of a guide fragment. An attempt to remove it was made, but it was unsuccessful. The patient was referred to the ICU for continued care. It was further reported that complications arose and the patient subsequently died.

Manufacturer narrative:
B2 date of death was estimated. The date of death is unknown between on (B)(6) 2025. H6 patient codes: insufficient information was used to account for unspecified patient complications arising prior to the patient death. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.